Event description:
The customer stated, that error code #5013 (initialization of the detector failed, pressure control system), error code #5080 (initialization of the detector failed, pressure control system) and error code #3512 (obstruction of the needle) generated while using the axsym troponin adv reagent. There was no impact to the pt management reported.

Manufacturer narrative:
This is an initial report. An investigaton is in process. A final report will be submitted when the investigation is complete.